Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The power supply ps3 was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800's c-arm would not move vertically. There was no adverse pt involvement reported. There was no pt information reported.